Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder, adenomyosis and leiomyoma on (B)(6) 2022, post coital bleeding, irregular periods, endometrial ablation, cervical lesion excision and hematuria on (B)(6) 2022, post coital bleeding and obesity. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,lysis of adhesion,cystoscopy ). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.576 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis. A. Uterus, cervix, bilateral fallopian tube segments: 1, leiomyoma, 2. Adenomyosis. 3. Weakly proliferative endometrium. 4, ectocervix and endocervix, no pathologic lesion. 5. Bilateral fallopian tubes, no pathologic lesion. 6. No evidence of hyperplasia, glandular atypia, gr malignancy gross description: the right fimbriated fallopian tubal measures 8,0 cm in length and averages 1.0 cm in diameter. The left fimbriated fallopian tube measures 8.0 om in length and averages 1.0 cm in diameter. [Ultrasound scan] on (B)(6) 2022: om right simple ovarian cyst.; (date unknown): 2.2 cm lesion on cervix. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilization. The patient had a medical history of endometrial disorder, adenomyosis and leiomyoma on (B)(6) 2022, post coital bleeding, irregular periods, endometrial ablation, cervical lesion excision and hematuria on (B)(6) 2022, post coital bleeding and obesity. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy,lysis of adhesion,cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.576 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis. A. Uterus, cervix, bilateral fallopian tube segments: 1, leiomyoma. 2. Adenomyosis. 3. Weakly proliferative endometrium. 4, ectocervix and endocervix, no pathologic lesion. 5. Bilateral fallopian tubes, no pathologic lesion. 6. No evidence of hyperplasia, glandular atypia, gr malignancy. Gross description: the right fimbriated fallopian tubal measures 8,0 cm in length and averages. 1.0 cm in diameter. The left fimbriated fallopian tube measures 8.0 om in length and averages. 1.0 cm in diameter. [Ultrasound scan] on (B)(6) 2022: om right simple ovarian cyst.; (date unknown): 2.2 cm lesion on cervix. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.